Event description:
Dr was performing a phlebotomy on pt's leg with a vnus medical technologies vph-va6 hook attempting to remove the vein when the tip of the hook broke off in the pt's leg. The dr successfully located and removed the broken piece of the instrument tip. No additional medical intervention was reported by the doctor or the user facility.

Manufacturer narrative:
The vnus medical technologies vph-va6 hook has a clean break with no voids or pits in the (B) (4) at the point of the break. The hardness of this instrument was measured at (B) (4) and the dimensions of tip at the break were both within the vnus specifications for this instrument. We were unable to determine the root cause of this event based on the information provided about this instrument.